Event description:
Customer's son reported blood glucose results of '300s' mg/dl on the advantage system and 125 mg/dl within 10 minutes on a professional system; '300s' mg/dl on the advantage system and 135 mg/dl within 10 minutes on a lab system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.